Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 5 of 5, while the hp was connected. The care giver (cg) stated that the hp disconnected from the hc after the alarm occurred. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the cg cycle the power in order to clear the alarm. The tsr assisted the cg with getting the set out. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.